Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having stroke. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience stroke. There was no medical intervention required by the patient. The reported event of stroke and its reported severity was reviewed by the manufacture's clinical expert. These event assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code was updated.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having stroke. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of indeterminant contamination and dust-like contamination on exterior of unit and around edge of front panel, black and white hair-like contamination on underside of top cover and outside of blower box, white dust-like contamination on top of blower box and inside bottom enclosure, indeterminate black particles and hair-like contamination found within blower inlet and inside bottom enclosure. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer concludes the contaminates found were consistent with dust-like contamination on exterior of unit and around edge of front panel, white dust-like contamination on top of blower box and inside bottom enclosure and black and white hair-like contamination on underside of top cover and outside of blower box, indeterminate black particles and hair-like contamination found within blower inlet and inside bottom enclosure were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-63554-2 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR). Section b2 was corrected to other serious or important medical events. (Previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.